Manufacturer narrative:
It was reported that the wheelchair could not be completely opened. As end-user sat on the partially unfolded wheelchair (the wheelchair was not completely opened), the end user's left index finger caught on the upholstery and side panel resulting in a finger avulsion. Reportedly, an unknown number of sutures was placed to stop the bleeding and an x-ray was performed, which showed no bone involvement related to the reported injury. On the same day the end user was discharged from the emergency department, the end user was sent to the plastic surgeon's clinic and she was told no repair could be done to the avulsed finger and this will heal by itself. The end user was reportedly prescribed with cephalexin (antibiotic), hydrocodone 5/325 (pain medication) and was told to apply mupirocin ointment with dressing changes twice daily. Reportedly, end user has followed up with the plastic surgeon four times since the initial visit for continued monitoring of the wound. Due to the reported injury and required medical intervention, this medwatch is being filed. The sample is not available to be returned for evaluation. The end-user is unable and/or unwilling to provide the catalogue number of the wheelchair involved in this event. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that as end-user was sitting on the partially unfolded wheelchair, her left index finger caught on the upholstery and side panel resulting in a finger avulsion.